Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unreadable. Reportedly, the pump was functional, but the screen went completely black and the customer could no longer interact with the graphics and text. There was no known impact to the customer¿s blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.